Manufacturer narrative:
Device did not return for investigation. If the device is returned an investigation will be performed at that time. A review of the DHR was performed. All units from the work order passed final inspection.

Event description:
As reported the patient had a rash on the left side of their clavicle which started a month after using the device and is not going away.